Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h14b03079 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On an unreported date the patient was treated with tobramycin (intraperitoneally (ip), once daily, dose and duration not reported). The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovered from the peritonitis event. No additional information is available. This is report 1 of 2 involved in this peritonitis event.